Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor recorded false pauses due to loss of contact. Programming changes were implemented. There were no patient consequences.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but suspected to be due to temporary loss of electrode contact.